Event description:
Boston scientific received information that during the pre-discharge device check, this right ventricular (rv) lead exhibited inappropriate lead measurements. An x-ray was performed and it was noted the rv and right atrial (ra) leads appeared to be almost straight. The rv lead was suspected to be dislodged. It was reported that the patient was not pacemaker dependent and no asystole was observed. It was noted that during the implant procedure, difficulty had been experienced in obtaining optimal placement, but a final position with good values had been found. The physician sent the patient immediately for an rv lead revision. During the revision procedure, the physician was not able to find an acceptable position despite trying for one and a half hours. Also, the ra lead had been inadvertently dislodged. The ra lead was successfully repositioned, although the pacing threshold measurements were higher then desired. The rv lead was explanted and an active fixation lead was implanted successfully. That lead also produced higher than desired pacing threshold measurements. The physician did not want to risk worse measurements, so the procedure was completed with the chronic ra lead and the new rv lead. The explanted lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
During a recent review of ingevity leads that were returned due to dislodgement and no formal testing was done, this lead was removed from the archives and a thorough evaluation was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found stretched cathode conductor coils noted in the neck region. The lead tip and tines were intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.